Manufacturer narrative:
Plant investigation: this is a report of a patient who discovered a cassette leak following peritoneal dialysis therapy. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a production history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid in the cassette door of their cycler following peritoneal dialysis therapy. The leak was noticed when the patient attempted to remove their cassette from the cycler at the end of treatment. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. The patient was given unspecified prophylactic medication following the event. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient was advised to discontinue use of their cycler. The patient completed treatment with manual supplies until a new cycler was delivered. The patient has continued with peritoneal dialysis therapy. The cassette used by the patient was no longer available for evaluation. Additional information was requested but was unavailable.

Manufacturer narrative:
Correction provided: plant investigation results: it was inadvertently referenced in the plant investigation summary that a specific lot number was provided for the reported incident. There was no specific lot number provided and a search was performed to identify lot numbers that could have been potentially associated with the reported event. All codes for h6 in the initial MDR were accurate and do not need corrections. The correct plant investigation summary is as follows: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.